Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device upgrade externalized conductors were noted on the right ventricular lead. No electrical anomalies were detected. The physician had difficulty implanting the new lv lead on the right side of the patient and so elected to replace the existing rv lead with a left-sided implant. The rv lead was capped when repositioning was unsuccessful. The patient will continue to be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.